Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms and was able to provide unspecified self-treatment. No third-party intervention was reported for this issue.